Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that trocar got separated in two parts during a vitreoretinal surgery. No further information received. Additional information has been requested but not received to date.